Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient skin not pierced due to forgetting to remove needle cover which resulting bent needle after insertion event on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.